Event description:
Additional information was received from the patient's spouse. It was reported that sometime between 2018 and 2019, the device had not been working properly, so they spoke with a manufacturer representative (rep) over the phone. The rep walked the patient through how to adjust stimulation, and since then they had been experiencing a shooting pain down their legs. It was noted that when the patient would be walking, all of a sudden they would feel like they were going to fall to the ground, and their spouse would have to grab them. Troubleshooting could not be done at the time of the report because the patient was not with the caller. The patient had moved to a new state, and they were unable to find a new managing doctor. A request was sent out to the field reps to make them aware of the patient's issue and request to be seen for reprogramming. A rep reported they would contact the patient on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that a power-on-reset (por) was seen. Patient stated he was able to charge the ins but could not turn stimulation on. Patient stated he saw a manufacturer's representative (rep) who tried a couple things to get it working but told the patient they needed to see a rep. Patient stated he was at vet but was unsure if there was emi equipment. Patient obtained the patient programmer (pp) which would not power on until patient changed the pp batteries. Patient was able to synchronize with ins confirming informational por. Troubleshooting occurred and por was cleared. Therapy was reported to be adequate and successfully turned back on. Patient reported that when it didn¿t work, it was not good. Patient stated issue occurred 4-5 days ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that after the ins was reset, they felt shocking from the ins. The patient stated that they feel it when they are on their back or stretching. The patient did not want to troubleshoot at the time of the call due to the humidity being better and the "thing working pretty good." The patient was redirected to their hcp to address the shocking. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient clarifying that the report of ¿the device working properly¿ was a patient/therapy issue. It was reported that circumstances that led to the issue of the device not working properly, the shocking/shooting pain down the legs and feeling like falling was the device was not turning on. The patient stated that now they were having shocking/shooting pains down their legs and at times they felt like they were falling. Steps taken to resolve the event was the patient was able to get ¿the machine on¿ but no steps were taken for the other complaints. The issues had not been resolved. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.